Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, two hundred (200) retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to 'stopper pop off' as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.

Event description:
It was reported when using the tube sst plh 13x100 5.0 plbl gold br the stopper pops out of the tube. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "there were two incidents where the tubes have opened spontaneously during transportation. The draw was performed using the vacuum (closed sample collection), and therefore the handling of tubes by the lab was only with the tubes closed."

Manufacturer narrative:
There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1051687. Medical device lot #: 1051693. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the tube sst plh 13x100 5.0 plbl gold br the stopper pops out of the tube. This event occurred 2 times. The following information was provided by the initial reporter. The customer stated: "there were two incidents where the tubes have opened spontaneously during transportation. The draw was performed using the vacuum (closed sample collection), and therefore the handling of tubes by the lab was only with the tubes closed."